Manufacturer narrative:
The insulin pump passed the displacement test. The insulin pump received with motor error alarm during the basic occlusion test due to loose/protruded drive support disk. Unable to perform prime/a33 test, excessive no delivery test and occlusion test or verify prime/fill anomalies due to motor error alarm. Pump received with minor scratched lcd window, cracked case at the reservoir tube window corners, cracked reservoir tube window, cracked belt clip slot, cracked battery tube threads, stained end cap sticker, stained address/serial number label and cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump piston does not stop when contact with reservoir. Blood glucose was unknown. No troubleshooting was performed. The insulin pump was returned for analysis.